Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic rectopexy procedure. The suturing device was being used to close the peritoneum. The needle reload came off of the suturing device three times. Each time, had to cut the previous one and start with a new reload. No device component fell into the patient's cavity. There were no issues with toggling, loading, or unloading the device. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received one device.the visual inspection of the returned product noted that the witness marks from the needle tip impacting the beveled wall were observed. Shearing of the toggle switches was observed for the device under microscopic inspection. Pmv performed functional testing on device. Device was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needles in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to function properly and needle remained intact. No difficulty was experienced in loading, unloading or toggling the needles in the device.sent to engineering for further analysis as large amounts of shearing of the toggle switches were observed in device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.